Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Further investigation has been initiated through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#373360 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 20 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate experienced poor barrier separation. The following information was provided by the initial reporter: after centrifuged customer feedback the gel and density gradient not move, still at the end of the tube bottom. At least 20ea occurred such issue. Due to this issue, the problem samples had to be abandon, research use, no one been re-withdraw the blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate experienced poor barrier separation. The following information was provided by the initial reporter: after centrifuged customer feedback the gel and density gradient not move, still at the end of the tube bottom. At least 20ea occurred such issue. Due to this issue, the problem samples had to be abandon, research use, no one been re-withdraw the blood.